Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the most likely root cause was attributed to an electric connection issue that lead to the failure of a subassembly (qvent) and overall device ventilation failure (ambient mode). The service technician could not reproduce device technical errors during the following testing. Given, that the service life of 8 years had been exceeded, the device was not subjected to further analysis, but taken out of service by the hospital. Note: d4 was corrected. Before the year 2014, there is no UDI available.

Event description:
The following was reported to hamilton medical ag: summary:tf 431008, 231012, 485002,485001 during start-up.

Event description:
The following was reported to hamilton medical ag: summary:tf 431008, 231012, 485002,485001 during start-up.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.